Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full complement of staple and the proximal end of the reload adapter was broken. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling or excessive manipulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic (vats) lobectomy, the staple tail was found to be damaged when installing. There were small parts near the butt joint of the staple and the handle, which were damaged and could not be installed smoothly. Another reload was used to complete the case. There was no patient injury.